Event description:
Pacemaker malfunction due to flecainide toxicity. (B)(4). Purpose of study: demonstrate the importance of considering anti arrhythmic drugs in the differential diagnosis of pacemaker malfunction and stress the importance of monitoring certain parameters for clinical decision making. Methods used: an (B)(6) y/o white female with atrial fibrillation, sick sinus syndrome s/p dual chamber pacemaker placement presented to the emergency room with shortness of breath, lightheadedness and dizziness of two days duration. She had a generator change 2 weeks prior to the current presentation due to end of battery life. Electrocardiogram (ECG) revealed an irregular broad complex (qrs duration 268 milliseconds (ms) rhythm, at a rate of 40 beats per minute, with evidence of non-capture and failure to sense the ventricular activity. Emergent pm interrogation revealed increased capture threshold with normal lead impedance for both atria and ventricles. All the electrolytes, except sodium (125) and cardiac markers were within normal limits. Her bnp however was elevated at 1262. A chest x-ray showed that the leads were in proper position and intact without any lead fractures. She was admitted to the intensive care unit (ICU) and a lead/generator exploration with possible replacement was planned. All her medications were held for the procedure. The next day pm interrogation revealed normal capture threshold. Qrs duration also decreased. Procedure was subsequently cancelled and pt was closely monitored in the ICU. We attributed the problems to flecainide and a level sent the third day was elevated at 1.3. She was symptomatically better and the qrs duration progressively shortened to 186 ms prior to discharge. She was followed in the clinic and qrs duration further shortened with appropriate capture and sensing. Summary of results: flecainide, a class ic anti arrhythmic drug slows conduction in cardiac tissues by altering transport of ions across membranes without affecting the action potential duration. It has negative inotropic effect an increases electrical stimulation threshold of cardiac tissue. Flecainide prolongs qrs duration, causes heart failure, increases the capture threshold and results in pacemaker malfunction. Conclusions: flecainide can cause pacemaker malfunction. Monitoring parameters like qrs duration and pm capture threshold may guide the decision making process of continuing or stopping the drug.